Event description:
It was reported that during a pta/stenting treatment procedure for subclavian vein stenosis, the balloon burst. The physician had placed a 14x40 cordis smart stent and then centrally post-dilated the stent with the xxl balloon. The number of inflations is unk. The balloon burst at 6 atm. The physician was able to easily withdraw the balloon catheter, but thought that a portion may have remained in the pt. The physician then placed a fogarty balloon and injected contrast into the vasculature in an attempt to visualize any balloon material, however, he was unable to identify any remaining balloon fragment. A second smart stent was placed prophylactically inside the first, therefore sandwiching any material that may have adhered to the first stent. The pt is reported as doing 'fine' following the procedure and is symptom free. The physician plans follow up on the pt.